Event description:
On (B)(6), 2010, the pt underwent repair of a thoracic aortic aneurysm. Upon removing a gore introducer sheath with silicone pinch valve, the physician felt resistance; however, knowing that he would rupture the vessel, forcefully pulled out the sheath. The pt's iliac artery ruptured and was repaired by implanting a 10 mm ringed dacron graft. The pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions - according to the gore introducer sheath with silicone pinch valve instructions for use, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath and/or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in serious injury to the pt, damage to or breakage of the guidewire, catheter, or other device.